Manufacturer narrative:
Continuation of d10: afr-00008 generator; afr-00005 -pump; afr-00006 cables. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a temperature failure alert occurred on the tip electrode. The catheter extension cable was replaced, which resolved the issue. Additionally, it was noted that there was difficulty accessing all areas of the left ventricle, especially transseptal when using the sphere-9 catheter, and the sphere 9 catheter was easily getting caught in the cardiac papillary muscle. At the end of the procedure, the patient went into complete heart block. It was noted to be possibly related to ablation on the left ventricular septum or catheter manipulation. The physician planned to monitor the patient's condition at follow-up. The procedure was completed with affera. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.